Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: the battery cap was able to fully tighten, but the battery compartment was cracked with evidence of moisture inside. Due to moisture contamination, the pump was unresponsive with both the returned battery cap and a test cap. There was no audio or vibration and the display screen remained blank. The leak test confirmed the battery compartment leak. The pump case was removed and there was evidence of additional moisture inside the pump on the battery canister.